Event description:
It was reported to philips that unit is not charging. No patient harm or injury has been reported. Further information will be send upon completion of the manufacturer's investigation.

Event description:
Philips received a complaint on the tempus pro indicating that the unit is not charging. The device was not in use at the time of the event.